Event description:
It was reported that the patient underwent a spine fusion surgery on the cervical region of his spine from c5-c7 where rhbmp-2/acs was implanted. Post-operatively the patient had six months of relief, followed by neck and arm pain. On (B)(6) 2014, the patient underwent a revision surgery to decompress the foramen and stabilize the levels rhbmp-2/acs had been implanted. The patient continues to experience neck pain that radiates into his upper extremities. The patient is unable to practice and enjoy the activities of daily life that he enjoyed pre-operatively.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2009 the patient presented with the following preoperative diagnoses: 1. Cervical spondylosis, c5, c6, c7. 2. Disc space collapse with instability. 3. Cervical degenerative disc disease with myelopathy. 4. Cervical foraminal stenosis with radiculopathy. The patient underwent the following procedures: 1. Anterior cervical discectomies and partial corpectomies c5, c6, c7 with spinal cord decompression. 2. Anterior cervical interbody cage instrumentation, c5-c6, and c6-c7. 3. Anterior interbody cervical fusion, c5-c6 and c6-c7. 4. Anterior cervical plate instrumentation, c5-c7. 5. Spinal cord and emg nerve root monitoring. Per op notes: an anterior interbody peek cage was fashioned for each level. It was packed with locally obtained autograft bone and a miniscule amount of bone morphogenic protein sponge. This was impacted into an anatomic center to center position within the interspace at both levels with an excellent press fit. Anterior cervical plating was performed . A titanium dynamic plate was chosen. It was automatically positioned. Six screws were drilled into place.

Manufacturer narrative:
(B)(6). (B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.